Manufacturer narrative:
Continuation of d10: product ID: 8782, serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2025, product type: catheter. Product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot#: (B)(6), ubd: 18-dec-2014, UDI#: (B)(4). Product ID: 8784, serial/lot#: (B)(6), ubd: 16-nov-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient reported experiencing more pain over the past six to seven months. The physician attempted to do dye study. However, the date of the dye study unknown and not able to be obtained. At dye study, the physician was unable to aspirate catheter. The pump pocket was opened, no obvious issues with the catheter were identified. The catheter was cut, but no csf backflow was observed. The spinal incision was then opened, and the catheter was cut again, with noticeable csf dripping detected. The catheter was replaced. The issue was resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Event description:
Additional information was from a healthcare provider (hcp) via company representative (rep) stated that the cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.